Event description:
It was reported by the customer that there were "frequent channel disconnect on bd alaris pumps". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had channel disconnect was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.